Event description:
Three months after undergoing stent implantation of a 2.5x13mm cypher stent in a right saphenous vein graft to the obtuse marginal, a fracture was noted on the stent within the anastomosis, and the vessel was 90% occluded. The patient was referred for bypass surgery.

Manufacturer narrative:
During the index procedure, the patient was admitted with angina. The angiograms showed three-vessel disease. All the grafts were patent except the anastomosis of the rsvg to the om. The lesion length was 8mm and without thrombus. The lesion was pre-dilated with a 2.5x8mm voyager to 12 atmospheres. The cypher stent was deployed at 16 atmospheres and was post dilated with 3x8mm powersail to 18atmospheres (x2). The residual stenosis was 0%. The product is expected to be returned for analysis. However, it has not yet been received. Additional information will be submitted within 30 days of receipt.